Manufacturer narrative:
The reason for this revision surgery was reported as pain and limited range of motion. The previous surgery and the surgery detailed in this event occurred 2.6 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history record(DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports(ncmr) associated with the product that may have contributed to the reported event. The device was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery for ongoing pain, weakness, and loss of extension in the wrist due to rheumatoid arthritis, flexion contracture, and tendon tear. There were no findings during this evaluation that indicate the reported device was defective. No other information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Complaint - the patient under went an initial left wrist endoscopic carpal tunnel release with total joint arthroplasty. Subsequently, the patient experienced on going pain, weakness, and loss of extension in the wrist due to rheumatoid arthritis, flexion contracture, and tendon tear resulting in additional surgical intervention. All hardware was intact, improper position, and left in place. The soft tissue correction procedure was completed without complication. Since the procedure, the patient has reported on going pain and limited range of motion.